Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio low inr result in comparison to the unspecified physicians point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.3, poc inr: 2.4. The time between testing was one (1) hour. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.